Event description:
It was reported that patient experienced repeated cgm error messages labeled as error 42, which persisted despite patient attempting to reset pump, and bluetooth function appeared disabled. No information was provided regarding impact to patient¿s blood glucose level. Customer technical support arranged for pump replacement under warranty, instructed patient to place pump in storage mode before return, confirmed patient would use multiple daily injections as backup insulin therapy, and advised patient to reprogram settings, reconnect cgm to replacement pump, and return problematic pump using provided shipping label.